Manufacturer narrative:
(B)(4).

Event description:
It was reported that during generator change procedure due to normal eri, abrasions were observed on the atrial and ventricular leads. Patient was asymptomatic and no electrical anomalies were noted on any lead. The leads were capped and replaced on (B)(6) 2017. Patient tolerated the procedure well and will be followed normally.